Manufacturer narrative:
Reliability analysis performed on 1 opened/used pre-fill reservoir test and the reservoir passed per inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump during prime. The customer's blood glucose level was 205 mg/dl. The customer stated that the alarm was resolved by a reservoir, insulin, and infusion set change. The product is being returned. Nothing further was reported.